Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed a chronic high threshold trend and a gradual rise in impedance. No intervention was performed, the patient was transferred to hospice care, and died from unrelated causes.